Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose and low blood glucose. The customer reported that the blood glucose was 394 mg/dl during high blood glucose event and 40 mg/dl during low blood glucose event. The customer stated that the high blood glucose was treated during hospitalization. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting during the event. The customer also reported that they found a bent cannula at the time of high blood glucose. The customer stated that the low blood glucose was treated with food and the paramedics were called prior to hospitalization. The insulin pump will not be returned for analysis.